Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735991, serial/lot #: -, ubd: , UDI#: h3, h6: a manufacturer representative went to the site to test the navigation system. It was reported that when the site used the dvd, the patient data was not recognized. The manufacturer representative (rep) replaced the dvd. Codes b01, c13, d02 are applicable. G2) foreign country: korea. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a digital versatile disc (dvd) repair was needed. There was no patient involvement. Additionally, the dvd needed replacement as the dvd function was not stable. The compact disc (cd) could not recognize the system and the user can¿t download patient data.